Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The hi-torque bmw guide wire referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a lesion in the left main with moderate tortuosity and moderate calcification. Slightly chalkier anatomy but vessel was well prepared and xience stent was well deployed. Upon retrieval of a high torque (ht) balance middleweight (bmw) guide wire the tip got caught on the stent struts of the 3.0x18 mm xience stent. An unsuccessful attempt was made to inflate a balloon to dislodge the guide wire. An unsuccessful attempt was made to reposition an unspecified catheter in an attempt to dislodge the guide wire. The guide wire was pulled hard and the guide wire snapped. Intravascular ultrasound (ivus) showed that the tip remained as well as one or two strands. An unsuccessful attempt was made to retrieve the guide wire tip using a snare. A non-abbott stent was inserted into the 3.0x18 mm xience stent to sandwich the free flowing strands. There was a 20 minute delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4).